Event description:
A malfunction alarm labeled as malf 9 was reported by the customer. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, which resolved the issue, allowing the customer to continue using the device. The caller was advised to reach out again if the malfunction reoccurred.